Manufacturer narrative:
Patient was not revised and implants remain in the body. The lot numbers are not known at this time. Review of image confirms breakage of the two screws at the bottom of each side of the construct. Patient was reported to have fused. This patient has cerebral palsy and this condition likely resulted in additional stress being placed on the construct over time.

Event description:
Patient was implanted with depuy spine product in 2005 (c2-t1), in 2007, the two screws placed at t1 were found to have broken. Bone fusion was confirmed. The surgeon is taking no action at this time. As surgical intervention could occur, and MDR is being filed to document this event.